Event description:
It was reported that at one time the patient's lead fractured or "pulled" and had to be revised. Additional information has been req uested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model unknown, lot# unknown, implanted: unknown, explanted: unknown.